Manufacturer narrative:
(B)(4). Repair information was not provided by the customer. Covidien was not authorized to evaluate the device.

Event description:
Customer reported that puritan bennett (pb) 840 continuously alarming. Biomed called and noted alarming "service needed"?. Pb840 still ventilating. Replaced with new ventilator. What was the original intended procedure: mechanical ventilation. Device usage problem: other.